Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate cable.